Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had damaged sensors. Blood glucose was unknown at the time of the incident. One sensor had full of blood when removed. Customer also reported infection in the area and had pus in it. Another sensor only lasted for three days, it got loose and might have scratched it off. Customer was also allergic to the adhesive. The customer was in the hospital for dialysis. Customer was advised to speak to their health care provider for this issue. The product was not returned for analysis.